Manufacturer narrative:
Product complaint #(B)(4). D4: batch # t5cc13. Investigation summary the analysis found that one long60a device was returned with no apparent damage and with three cartridge presents. The cartridges were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the surgeon informed us that the staples were malformed. She also experienced another tactile feeling in the handle compared to the usual feeling. The staple line had been checked and were needed additionally stitching was performed, hence no patient consequence.